Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09489. It was reported that the right atrial (ra) lead stopped working and was no longer capturing or sensing. Noise was also noted on the electrogram. The lead was reprogrammed. A few days before a pacemaker change procedure for elective replacement indicator (eri), x-ray testing showed the pacemaker had migrated low and to the armpit. The patient presented for procedure. Upon entering the pocket, the lead was not sutured into any tissue nor was the pacemaker. The fluoroscopy testing showed the ra lead had pulled back with no redundancy whatsoever. The pacemaker was explanted and replaced, and the ra lead was capped. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The initial report was missing the b6 statement.